Manufacturer narrative:
Personal use pen needles were used in a clinical setting and when removing the needle from the pen, did not line up straight and therefore the needle went through the container. The container is not designed to be puncture resistant and is manufactured with a material that is consistent with alternative primary containers that are currently available on the market. This device is not defective if used in accordance with IFU and the needle is placed into the primary hub in a straight trajectory. The actual needle that went through the primary container was returned, but a photograph was provided to the third party manufacturer due health and safety risks. The original complaint that came through listed two separate health professionals and therefore was split into two separate files for reporting (a & b).

Manufacturer narrative:
Device is for personal use only, not for clinical use.

Event description:
A nurse gave a patient in an adult day care an insulin shot with the patient's personal use pen needles and when recapping the needle, the needle went through the cap and pricked her left thumb.